Manufacturer narrative:
The complainant reported that during an acdf revision due to nonunion, a forceps implant inserter and a guided angled awl were broken. The initial surgery was reportedly a non-x-spine product. There were no reported patient complications associated with the instrument malfunctions. The following mdrs correspond to this event: 3005031160-2019-00043. The forceps implant inserter was assessed. The distal portion of an arm on the forceps implant inserter was broken from the instrument. It was reported that when the surgeon squeezed the handles of the forceps implant inserter closed, one of the tips broke off approximately 4cm back from the distal tip. It may be possible that excessive pressure applied to the handles of the device contributed to the instrument malfunction. The surgeon was removing a cervical cage that was not manufactured by the company when the forceps implant inserter was broken. The teeth on the top and bottom of the implant are intended to prevent implant migration. These teeth may have prevented normal removal of the implant, resulting in the use applying excessive pressure to the instrument handles. A DHR review was performed for the forceps implant inserter and the device met all required specifications prior to initially being released to distribution on 06/03/2015.

Event description:
The complainant reported that during an acdf revision due to nonunion, a forceps implant inserter and a guided angled awl were broken. The initial surgery was reportedly a non-x-spine product. There were no reported patient complications associated with the instrument malfunctions. The following mdrs correspond to this event: 3005031160-2019-00043.